Event description:
The customer reported the laser fiber broke and caught fire during a therapeutic ureteroscopy procedure. The fiber was engaged in the laser unit when firing the hub of the fiber connection showed flames. The fiber was removed and the fire was extinguished. The user inserted a new fiber and proceeded to complete the procedure. There was no harm or user injury reported due to the event. This complaint is for the laser unit model tfl-pls. The single use fiber model tfl-fbx200s is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The subject device was not sent to olympus for evaluation because the customer stated it was not damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the serial number of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the fiber broke and burnt at strain relief and strain relief melted, which may have been caused from mishandling by the user. However, the definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: "do not deliver the treatment beam without checking the integrity of the aiming beam, in the event that the optical fiber is damaged. Accidental laser exposure or fires may occur if a damaged fiber is used during a procedure." Olympus will continue to monitor field performance for this device.